Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Inspection of the device confirmed that deformation was present at the base of the tulip, which suggests that enough force was applied to cause deformation to the tulip and allow the head of the bone screw to pass through the hole. Contributing factors were determined to be the extent of rod contouring, applied persuasion force, and patient anatomy. Conclusion: the investigation has determined that the root cause of the customer reported event was multifactorial.

Event description:
It was reported that; during t5-pelvis case, as we were reducing the rod to the screw, the tulip of the screw popped off at l3 while using the lateral persuader. Ended up skipping that level, shaft left implanted.

Event description:
It was reported that; during t5-pelvis case, as we were reducing the rod to the screw, the tulip of the screw popped off at l3 while using the lateral persuader. Ended up skipping that level, shaft left implanted.